Manufacturer narrative:
The location at which the break occurred is the weakest section of the guide. The broken surface is rough in texture which is indicative of a single overload event that has a high enough load to break the part. The break is a brittle fracture where there are enough geometry changes in the part to create a stress concentration. There does not appear to be anything else wrong with the guide.

Event description:
During the case, the surgeon was trying to compress the u plus 90 guide with the driver. He was having a hard time getting the guide to compress and then the guide snapped and part of the guide fell into the patient. The surgeon was able to retrieve the broken piece and when he accessed the plate on the rib, he realized that the webs did not compress. It took about 20 minutes to retrieve the broken piece. It fell in the chest cavity but the patient had a thoracotomy done and the surgeon that had done that procedure was able to reach in through the port and retrieve the broken piece.